Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was hospitalized due to low blood glucose levels, with a reading of 47 mg/dl. Prior to the event, the customer fell down a flight of stairs, and her mother found her with a blood glucose reading of 45 mg/dl. The diabetes educator at the hospital found that the time was not correct on the insulin pump. Also found that the customer delivered a double bolus of 15 units prior to the event. Advised the mother of ways to avoid double boluses being programmed. The mother later called to request a replacement insulin pump. The mother did not feel comfortable with it. Nothing further was reported.